Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced atrial fibrillation (af). The reported that they were told by their physician that this was caused by their implantable pulse generator (ipg). The ipg was reprogrammed, which improved the af. The ipg remains in use. No further patient complications have been reported as a result of this event.